Event description:
Infection of the jaw [bone infection]. Case description: this case was reported by a consumer via other and described the occurrence of bone infection in a (B)(6) female patient who received triple salt dental adhesive cream (corega ultra cream without flavor) cream for denture wearer. Concurrent medical conditions included diabetes. Concomitant products included denture cleanser (nos) (corega tabs 3 minuten). On an unknown date, the patient started corega ultra cream without flavor. In (B)(6) 2015, an unknown time after starting corega ultra cream without flavor, the patient experienced bone infection (serious criteria gsk medically significant). On an unknown date, the outcome of the bone infection was not recovered/not resolved. It was unknown if the reporter considered the bone infection to be related to corega ultra cream without flavor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, case was reported by consumer via our wholesaler. Patient's son mentioned that his mother was not using corega cream adhesive because she had a jaw infection since one month ago. Currently, she receives treatment with pills and her recovery would be delayed because she was diabetic. He believed that this adverse event was due to that she first used corega tabs, but after she did not use more the product to clean her denture. When she would improve would use again the product. He did not provide more information. Case was considered closed. Action taken for corega ultra cream without flavor was interrupted and dechallenge and rechallenge was unknown.